Manufacturer narrative:
Complaint evaluation: the device was evaluated by the customer, with assistance from a philips remote service engineer (rse). The reported issue was confirmed. And the cause was traced to a faulty battery. Customer resolution and conclusion: based on the conclusion of the investigation. It was determined, that this was a malfunction of the battery. The battery was replaced. And the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device has a problem with the batteries. There was no patient involvement.